Event description:
At about 2 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 november 2024 lot 2237486: (B)(4) items manufactured and released on 21-dec-2022. Expiration date: 2027-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implant revised batch review performed on 18 november 2024 on liner: impact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2236950. Lot 2236950: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-09-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.